Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently, the patient has had ongoing treatment and therapy and noted the possibility of a revision. No further outcomes or revisions have been reported. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4), d10: 183110 - van ps open intl fem-rt 67.5 - 020610. 141213 - biomet ilok pri tib tray 71mm - 863040. 183740 - vngd ps+ tib brg 10x71/75mm - 101280. 11-150842 - bmet arcom ap pat 3pst 34mm md - 165150. Unknown - unknown cement - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02859, 0001825034-2023-02860, 0001825034-2023-02862, 0001825034-2023-02863.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Primary operative notes state no intra operative complications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.